Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 after pausing the pump for five hours and removing it overnight, leading to a high glucose alert and a brief sensor issue. The user later reconnected the pump and allowed automated correction dosing, and glucose returned to range. Symptoms included elevated blood glucose up to 332 mg/dl. Outcomes included no hospitalization or medical intervention beyond routine troubleshooting and education. Investigation included review of the device data and a follow-up attempt. Investigation of this case revealed that the elevated glucose was associated with user-initiated pump disconnection and suspension rather than a device malfunction, and normal function resumed upon reconnection with successful automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was use error related to prolonged pump suspension and disconnection.